Event description:
It was reported that the patient had a replacement surgery for a new inflatable penile prosthesis (ipp) device implant. There was no device issue, and this patient with diabetes was experiencing erosion at the distal end of the corpora due to an unrelated vascular issue. No further patient complications were reported.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. H6: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.